Event description:
This event did not effect a patient. The staff member double gloved prior to performing a blood draw. After collecting the blood, the nurse removed the top pair of medium gloves and the nurse noted blood on the small glove that was underneath one of the medium gloves.